Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The system error 342 alarms were not reproduced, however they were confirmed during a review of the event history log. Causality determination was limited due to a system error 105 at start up preventing testing. No device failures related to the reported error were detected. No correction is required in relation to the reported symptom.

Event description:
It was reported that a spectrum pump displayed system error 342. Any patient involvement, injury or medical intervention is unknown.